Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-23, serial/lot #: (B)(6), ubd: 14-nov-2026, UDI#: (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, following the successful implant of the valve, the delivery catheter system (dcs) was withdrawn and the patient's pressure dropped immediately. Subsequently, at the access site of the iliac artery, bleeding and a rupture occurred. Due to the significant amount of blood loss, the patient died. It was noted that cause of death was due to the vascular complications.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, following the successful implant of the valve, the delivery catheter system (dcs) was withdrawn and the patient's pressure dropped immediately. Subsequently, at the access site of the iliac artery, bleeding and a rupture occurred. Due to the significant amount of blood loss, the patient died. It was noted that cause of death was due to the vascular complications. Additional information was received that the cause of the injury was unknown. The physician excluded the valve as a contributing cause to the injury and subsequent death, but the dcs was unknown. Per the physician, the 14 french medtronic (sentrant) sheath was a possible cause of the injury. A non-medtronic guidewire was used for the procedure but it was unknown whether it contributed to the injury. Right transfemoral access was used for the dcs and the side of the injury. The minimum diameter of the access vessel was 5.7 mm. The patient anatomy was a possible contributing factor to the event as there was a prior dissection in the distal aorta.

Manufacturer narrative:
Updated: b5, d4, e1, h2, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.